Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found broken traces on the keypad assembly (pin is dented). The following were also noted during visual inspection: scratched case, cracked keypad overlay, dog chew marks, and pillowing keypad overlay. Unresponsive keypad was confirmed during testing due to a broken trace at the keypad assembly. Cosmetic damage was confirmed at the keypad (buttons). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump button was broken. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed it was reported location of the damage was buttons. No harm requiring medical intervention was reported. Product mmt-1884l was returned for analysis.